Event description:
Pediatric default alarm settings would not stay programmed into monitor. Permanent default settings were not retained by the monitor after turning off power. "Save" setting is not as obvious as it could be. Password protection is difficult to change; not user-friendly to set. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." The pt expired.

Manufacturer narrative:
Neither datascope service nor clinical education had any knowledge of this event at the time the medwatch was received. It appears that the customer did not follow the operating instructions to select "save current" so that the desired settings would persist through power cycle. However, they also indicated the device malfunctioned, "did not do what it was supposed to do". A datascope quality engineering rep left a message for the site's risk mgr on november 6th, and again on november 20th, advising her that we had received a copy of the medwatch report, and that we would like to obtain additional details of the event. Datascope offered to perform an evaluation of the monitor involved in the event, and/or to provide clinical assistance to their staff with regard to alarm settings and the "save current" feature. Since the site did not respond to those calls, no additional info is available.